Event description:
It was reported that a pt died and the telemetry server did not alarm. The ge field service engineer noted that the speakers were unplugged from the system upon his arrival at the site. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt data was requested.